Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) had undergone an emergency procedure to stop internal bleeding. A magnet was applied, however the device did not emit any beeping tones. There was no resolution provided as of the moment and there was no additional information that was received. To date, the ICD still remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the 'no problem detected' conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. A risk review was completed and confirmed that the event of no tones when expected was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) had undergone an emergency procedure to stop internal bleeding. A magnet was applied, however the device did not emit any beeping tones. There was no resolution provided as of the moment and there was no additional information that was received. The device was explanted and was returned to laboratory for analysis. No additional adverse patient effects were reported.